Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation and twitching due to a lead pacing failure. The lead exhibited both low and high impedance measurements, and a polarity switch had occurred. There was suspicion that the lead had insulation damage and degradation over time. Reprogramming was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.